Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a procedure performed on (B)(6) 2010. According to the complainant, the physician attempted to place a non-bsc stent in the pancreatic duct. Before the non-bsc stent was out of the scope, the physician noted that the hydrajagwire's floppy tip separated. The fragment was not removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted. Corrected manufacturing site.

Event description:
Customer reports that a properly seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.